Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower keyboard was not working intermittently. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient, resulting in an effect to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 8-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard had issue. A field service engineer replaced the keyboard as it was intermittently becoming unresponsive. The station was rebooted multiple times to ensure it restarted properly. Functionality was verified by performing tests in hardware test application (hta), and the issue did not reoccur during testing. The system functioned as intended after the field service engineer repaired the device.